Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for sustained ventricular arrhythmia which needed a direct current cardioversion or defibrillation. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event of sustained ventricular arrhythmia could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until undergoing a routine heart transplant on 09aug2022. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.